Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to unspecified reasons. There were no patient complications.

Manufacturer narrative:
The device was not received for analysis; therefore, no physical or visual analysis of the product could be performed. The reported event cannot be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.